Manufacturer narrative:
(B)(4). A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using bom 7mm extended length endoscope conical tip had a dent/marking on the side. Was able to use for the radial in its entirety. Had to switch out the conical tip as they opened an accessory kit for use in the leg/vein harvest. No patient injury or any issues with artery or vein.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using bom 7mm extended length endoscope conical tip had a dent/marking on the side. Was able to use for the radial in its entirety. Had to switch out the conical tip as they opened an accessory kit for use in the leg/vein harvest. No patient injury or any issues with artery or vein.